Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma xc in the left and right malar. Three months later, the patient had another injection with juvederm volift with lidocaine in the marionette, nasolabial and lips by another injector. Patient was also injected with an unspecified filler in the glabellar and eyebrows by a third injector 3 month prior to the injection with juvederm voluma xc. About a month following the last injection, the patient developed all filler areas were "hard, red, some warm, one night of rigors and sweats" and had a severe dog bite on the left hand. Patient had a delayed inflammatory reaction with questionable biofilm due to a "subcutaneous infection/probably staph aureus" as described by the healthcare professional. The other injector described the patient's symptoms as "fever/chills, pink patches, swelling of face" with "palpable lumps" in the marionette lines. Patient was treated with keflex, benadryl, "reactive/biaxin." Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2016-000** ((B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.

Manufacturer narrative:
Medwatch sent to FDA on 03/02/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard, red, some warm, rigors, sweats, fever, chills, delayed inflammatory reaction, biofilm, infection, (B)(6), pink patches, swelling of face, and palpable lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, inflammation, infection, chills, sweating, fever and skin irritation: "precautions for use ¿ as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® xc in the left and right malar. Three months later, the patient had another injection with juvéderm® volift® with lidocaine in the marionette, nasolabial and lips by another injector. Patient was also injected with an unspecified filler in the glabellar and eyebrows by a third injector 3 month prior to the injection with juvéderm® voluma® xc. About a month following the last injection, the patient developed all filler areas were "hard, red, some warm, one night of rigors and sweats" and had a severe dog bite on the left hand. Patient had a delayed inflammatory reaction with questionable biofilm due to a "subcutaneous infection/probably (B)(6)" as described by the healthcare professional. The other injector described the patient's symptoms as "fever/chills, pink patches, swelling of face" with "palpable lumps" in the marionette lines. Patient was treated with keflex, benadryl, "reactive/biaxin." Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2016-000 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® voluma® xc.